Event description:
Additional information was received that due to the patient having underlying and multiple other issues they have yet to schedule the patient for change out.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv)/right atrial (ra) leads had noise episodes for the past year, where recently there were observations of oversensing and pacing inhibition. The patient was dizzy and fell, where they were admitted to the hospital and got staples in their head. They also had bruising to their back. The patient had underlying sinus block around 40 bpm, but the patient had a high degree of atrial pacing. The noise was able to be recreated with isometrics, so the plan was to replace the leads when the device was replaced. The device remains in service. No additional adverse patient effects were reported.